Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had dark image. There was no report of any patient harm.

Event description:
It was reported that the camera head had dark image. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair centre for the evaluation and reported problem was not confirmed. Based on the results of the investigation results, it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.